Manufacturer narrative:
The handpieces and system were examined. The reported event was not replicated. The handpieces and system were tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 21, 2007. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece #1 was manufactured on november 21, 2014. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece #2 was manufactured on may 30, 2012. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported that while extracting a "grade four" cataract they experienced poor phaco and vacuum/occlusion issues. Additional information has been requested.